Event description:
It was reported that the patella pegs sheared off so the surgeon revised the left knee. The catalog and lot code were illegible on the explant.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown triathlon x3 symmetrical patella. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Patient retained.